Event description:
It was reported, by the pt's spouse, that post a coronary drug eluting stenting treatment procedure, hives, shortness of breath with decreased lung functions, asthma, vocal cord dysfunction, panic attacks, and depression occurred. Rptr states "pt developed hives all over one week after the taxus express2 drug eluting stent was implanted. The pt is on various medications and has a known allergy to ticlid. He has experienced shortness of breath with decreased lung functions, asthma and vocal cord dysfunction despite allergy treatments. As a result of the hypersensitivity symptoms, he has developed panic attacks and depression. The pt currently has one taxus express2 drug eluting stent and several bare metal stents." Add'l info was requested from the physician, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.